Event description:
It was reported that during a gastric bypass procedure, the mount was found to be loose on handpiece. A second handpiece was used to complete case with no patient consequence.

Manufacturer narrative:
The handpiece was returned with a loose mount. The handpiece was disassembled and a torn isolator and moisture ingress were found. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.